Manufacturer narrative:
Additional info: a4, b5, b7, d8, e1 (facility name, street, city, region, postal code), g4 (510k #), h4, h6 (patient codes, imf code). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after the implant, the patient experienced necrotic wound, adhesions, recurrence, abdominal wall mass, scarring, pain, and discomfort. Post-operative patient treatment included revision surgery, component separation, debridement, exploratory laparotomy, lysis of adhesions, excision of mass, and hernia repair with new mesh.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for a laparoscopic therapeutic treatment of a ventral hernia. It was reported that after the implant, the patient experienced necrotic wound, adhesions, recurrence, scarring, pain, discomfort, ulcerative necrotic lesion, fibrotic tissue, suture granuloma, abdominal mass shows adipose tissue with fibrocollagenous scar, weakened abdominal wall, ventral hernias with diastasis, abscess, partial small bowel obstruction, thick abdominal wall, hematoma, & wound dehiscence. Post-operative patient treatment included revision surgery, component separation, debridement of necrotic wound, exploratory laparotomy, lysis of adhesions, excision of mass, hernia repair with new mesh, pain control, hospitalization, ventral hernia repair, oral pain medication, IV antibiotics, wound care, multiple abdominal incision & drainages, & evacuation of hematoma.

Manufacturer narrative:
Additional info: a4, a5b, b2, b5, b6, b7, d6a, h6 (patient codes, ime e2402: fibrocollagenous scar, thick abdominal wall), & additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after the implant, the patient experienced adhesions, recurrence, abdominal wall mass, scarring, pain, and discomfort. Post-operative patient treatment included revision surgery.